Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the lead was designed with a permeable septum in the distal tip which allowed blood ingression to occur. This was not an out of specification condition. A guide wire test could not be performed due to the condition of the guide wire stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the lead was designed with a permeable septum in the distal tip which allowed blood ingression to occur. This was not an out of specification condition. A guide wire test could not be performed due to the condition of the lead having blood obstructing the coils. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead lumen was blocked/clogged up and could not be opened up. A wire could not be inserted through. The lead could not be flushed to clear the blockage. The lead was removed and replaced by anew one. No patient complications have been reported as a result of this event.